Manufacturer narrative:
One heart lung pack was returned to sorin group USA, inc. For eval of debris. A visual inspection found a solvent applicator tip in the revolution pump head. No other debris was found in the remaining circuit. This solvent applicator tip is used in mfg. It appears that the applicator tip was inadvertently left in the product during assembly. The personnel responsible for this part of the assembly were identified by the lot number reported. The appropriate mfg documents for this assembly were reviewed and remedial training was performed. No further action was deemed necessary. The heart/lung perfusion pack instructions for use state that the sorin group USA, inc. Pre-bypass filter is indicated for use during priming of the circuit to remove contaminates larger than 5 microns. In addition, it is recommended to use safety devices such as an arterial filter to aid in the detection of particulates.